Event description:
With manipulation of the lead in the right atrium, the screw helix was noted to have separated from the lead body and lodged in the lower atrium near the tricuspid valve and remained stable throughout the procedure. Under fluoroscopic magnification. The stylet was observed to be protruding from the distal tip of the lead. The stylet clamp had been securely tightened prior to the procedure. However, it was noted to have slipped back at explant.